Event description:
It was reported by service report that the power cord was damaged. The customer could not determine if there was pt involvment or if there were adverse consequences to report.

Manufacturer narrative:
Results - outer sheathing cut on power cord.